Event description:
It was reported that the device had failed plunger force calibration. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of failed plunger force calibration was confirmed. Received on 28-feb-2025, syringe device was received unboxed and with paperwork. During plunger force calibration error code 351.6660 appeared. Internal inspection revealed a faulty logic board. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace the logic board. Failure investigation report attached to sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.